Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an apply sample message when testing. The complaint was classified based on customer care advocate (cca) documentation, however the customer was unable to answer all the troubleshooting questions as she disconnected the call and was unavailable when the cca attempted to follow up. The patient reported that the meter issue occurred ¿2 weeks¿ prior to contacting lfs. The patient did not provide details on what medication, if any, she takes to manage her diabetes, or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that ¿two weeks ago¿ after the meter issue occurred, she developed symptoms of ¿dizziness and shaking¿ and that she received treatment from a healthcare professional, however could not specify what treatment was received. During troubleshooting the cca noted that patient had followed the correct testing procedure and it was not the first time the patient had used the device, however the patient was unable to confirm that she was using the correct test strips at the time of the issue or perform a retest with the agent. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.